Manufacturer narrative:
(B)(4). Device was not returned for eval.

Event description:
It was reported that the surgeon applied the clip to the vessel, bleeding occurred, did not feel the instrument closed properly. When removing the device, the vessel tore. The vessel was repaired and no transfusion was required. Pt is currently doing fine.